Manufacturer narrative:
On (B)(6) 2021, during preventive maintenance by a zoll service representative, the autopulse platform serial # (B)(4) failed the functional testing with a manikin due to user advisory (ua)20 (position out of range) error message. The root cause of the ua20 error was due to the defective drive train in which is likely attributed to a defective component. The drive train motor was replaced to remedy ua20 error. During visual inspection, the platform was examined and found no physical damage. However, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the problem. Also, a broken shaft lock pin was observed. The shaft lock pin was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
On (B)(6) 2021, during preventive maintenance by a zoll service representative, the autopulse platform serial# (B)(4) failed the functional testing with a manikin due to user advisory (ua)20 (position out of range) error message displayed on the screen. No patient involvement.